Event description:
It was reported that the pump indicated a data log corruption. The customer blood glucose level (bg) was "high," cause was unknown. Customer gave a correction bolus via pump to address the bg level. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.